Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) stated that they have seen several patients experience 4 to 5 seconds of asystole just following the thresholds testing. There were pacing pulses that were not captured, then pacing resumed. The health care professional (hcp) called boston scientific technical services (ts) and although this is somewhat expected post testing, this was longer than expected for these patients. It is unknown how many patients experienced this, but it was a few. The device remains implanted in all of the patients. To date, no additional adverse patient effects have been reported.